Event description:
It was reported to boston scientific corporation that an easycore biopsy device was used during a prostate biopsy procedure. According to the complainant, during unpacking of the device, the device was tested and it was reported that the inner needle was not straight. The procedure was completed with another easycore device. There were no patient complications and the patient's condition at the conclusion of the procedure was reported to be "stable".